Event description:
In 2008, st. Jude medical defibrillator was implanted at the hospital. The same day came home - very tired everyday - getting more tired each day. The following month, had to go back to the emergency room and was admitted. X-rays showed that one of the wire leads from the pacemaker was too long and had punctured the heart. The doctor admitted that the pacemaker was implanted wrong, and I had to go through another operation to correct their mistake. Kept me in the hospital until six days prior to that day. I have to get hospital home care. Also, I will have to go back to the hospital in about two weeks because I now have an irregular heart beat and the heart has to be shocked to restore normal beat. Diagnosis or reason for use: low heart beat.